Manufacturer narrative:
Only half of the lens was returned for evaluation. Visual inspection found the optic has been cut or torn in half. One haptic is attached to the piece of the optic. The haptic is bent. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. Based on the information provided, it is likely that user related factors (such as loading or handling techniques) might have caused or contributed to the event.

Event description:
Additional information: according to the nurse, the lens was not defective. There was loading a error in which the haptic was bent by the scrub nurse.

Manufacturer narrative:
The lens has been returned and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic was bent. The incision was enlarged and sutures were used. A back up lens was implanted.